Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was "pumping very slowly" 3rd floor intensive care unit. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the "pumping very slowly". Evaluation observed the device to function as expected in relation to the reported symptom. Evaluation ran a series of loaded sets at several different rates to test the devices ability to perform an infusion corresponding to the users programmed parameters. Evaluation was unable to reproduce or confirm the reported symptom. An assignable cause was unable to be determined. No correction is required. This MDR was initially reported due to the absence of event information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-04801 can be removed from the FDA database.